Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted due to ongoing dysphagia/odynophagia. The linx device was used as a part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred (B)(6) 2012 without issue. Dysphagia/odynophagia symptoms experienced after anti-reflux procedure. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry at time of explant. Fundoplication performed at time of device explant. Patient in satisfactory condition after explant.